Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the system was reviewed and increase in pacing impedance was noted on the right ventricular (rv) lead following the trend in the past few months. The pacing impedance was stable during the follow up. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.